Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a bad image, no image is displayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint ¿bad image, no image is displayed¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause of the suggested event could not be conclusively specified. However, it is presumed that it was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be prevented by following the instructions for use which state: inspection of the endoscope, and the endoscopic image: confirm that the white light interferometry (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: due to deformation of light guide connector, water tightness is lost, several scratches on the device, light guide connector is deformed, due to damage on control section, angulation lever does not move smoothly, due to damage on the lock engagement lever, bending section cannot be fixed firmly, and adhesive on bending section has a chip. Olympus will continue to monitor field performance for this device.